Event description:
It was reported that the patient complained of diaphragmatic shocks occurring during the night on the left side. In office testing revealed that the stimulation occurs during right ventricular (rv) pacing. Additionally, while the rv lead is currently pacing at zero percent, the lead exhibits high thresholds. The lead will be reprogrammed and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).